Event description:
It was reported that there were difficulties interrogating a cardiac resynchronization therapy pacemaker (crt-p) using a communicator. Technical services (ts) was consulted and troubleshooting was performed, with the device successfully interrogated. A red call doctor icon was displayed. Ts recommended further in clinic examination. The red doctor icon was displayed due to low out of range impedance measurements for the its non boston scientific right ventricular (rv) lead. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were difficulties interrogating a cardiac resynchronization therapy pacemaker (crt-p) using a communicator. Technical services (ts) was consulted and troubleshooting was performed, with the device successfully interrogated. A red call doctor icon was displayed. Ts recommended further in clinic examination. The red doctor icon was displayed due to low out of range impedance measurements for the its non boston scientific right ventricular (rv) lead. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.